Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
64 year old male presented with stemi ami/ cgs. 10/6 underwent impella cp placement with hrpci, then escalation to ECMO with impella cp. 10/9 patient escalated to impella 5.5 with explant of impella cp. 10/12 patient weaned from ECMO and decannulated. Continued on impella 5.5 support. 10/14 patient taken to or for ramp study and possible weaning of impella 5.5. Device repositioned and after repositioning placement signal stopped functioning and then high purge pressure alarm seen. The device was weaned and explanted.